Event description:
The customer reported that during a procedure, fluid leaked from underneath the dome on the valve. The customer confirmed that the valve was orientated correctly and no reverse pumping was involved. The nips were also checked to ensure positioning correctly on the valve (did not rely on the nip color coding for positioning). The valve was replaced and finished the case without further incident. The sample was saved and will be returned.